Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with a frozen display followed by a constant tone as a result of moisture damage on the electronic assembly. The insulin pump also was rec'd with a cracked liquid crystal report. Further testing could not be performed due to the frozen display.

Event description:
It was reported that the insulin pump had a broken glass window and had a big spot on the display. No further info was provided.